Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H3: investigation summary: the product was returned to ethicon for evaluation. One opened sample pertaining to product code vcp1433h were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnants were observed. The suture was inspected, and the insertion mark was observed to be as expected. The suture was not fully dispensed from the winding former. However, the force used to detach the needle from the suture could not be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.